Event description:
Number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set insertion without removing the needle guard event on 01-feb-2024. The issue occurred during needle gaurd removal process. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.